Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had an estimated remaining longevity of 58%. Approximately three months earlier the estimated remaining longevity was 72%. Technical services discussed the option to have device data analyzed, however the device will continue to be monitored at this time. It was also noted that the patient had recently received multiple shocks that may have been inappropriate. No adverse patient effects were reported.